Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin. The customer states there is a crack on the reservoir compartment. The customer's blood glucose level at the time of incident was 102mg/dl. The customer states the drive support cap was protruded and they had pushed it in. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a cracked end cap, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.